Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the blade could not cut the tissue, did the device deliver a complete staple line? Or was the device not able to fire at all (meaning deliver a staple line or cut line? Were there any patient consequences?

Event description:
It was reported that during an unknown procedure,when surgeon tried to transect rectum, the blade could not cut the tissue accordingly. He have been using contour for many years and this is his first time not to complete transection. So, the nurse prepared another cs40g and this time, there was no error like first one and could finish remained procedure.

Manufacturer narrative:
(B)(4).batch # r59t6z. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage with one reload present. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.